Manufacturer narrative:
Although requested, patient information not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device not sent in by customer.

Event description:
It was reported that the pump began infusing from a primary bag prior to completion of an infusion from a secondary bag. The device switched infusion modes as if the medication bag was empty, medication remained in the bag.there was no reported patient impact. Although requested, further information not provided.